Event description:
It was reported that pump displayed malfunction alarm while pump was being updated. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so pump was planned for replacement under warranty, customer was instructed to use multiple daily injections as backup therapy, to place pump into storage mode before returning it, and to program pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.